Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio for the low alert on the mobile app occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.